Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back in noting they had not been contacted by a rep yet. It was noted it had been 2 weeks since the patient had been able to adjust stimulation because of the oor message.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) states for the past 4 days they have been getting the message "settings not available cannot provide your desire intensity settings"(oor). Pt states they have tried all groups. Pt states they have charged the ins to 100%. Pt states he has had no falls or trauma. Pt states last night they charged the ins to 100% and today it was fully depleted. Agent reviewed oor and redirected the patient to their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.